Manufacturer narrative:
Evaluation summary: during product evaluation, a cracked door assembly was confirmed. The door assembly was replaced. Review of the complaint history reveals that similar report have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.

Event description:
The device was returned for device. During service by baxter, a cracked door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.